Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the lcd screen, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the lcd screen and the reported issue was verified. Further root cause could not be determined.

Event description:
A customer contacted stryker to report that the display of their device would not work properly. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display may not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the display of their device would not work properly. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display may not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.